Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the rv lead exhibited decreased sensing and loss of capture at high outputs. Subsequently, surgery occurred on (B)(6) 2015 to reposition the rv lead. Electrical values were stable post-procedure. The patient's condition was reportedly good pre- and post-surgery.